Manufacturer narrative:
Initial and final MDR (B)(4) - device 5 of 6 patient city: (B)(6) patient country: switzerland request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in switzerland it was reported that the patient faced tape not sticking and came off directly after insersion for six infusion sets events on (B)(6) -2026. No further information is available